Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the rotor roller guide pins on the blood pump of the 2008t machine are loose and caused damage to the tubing of the bloodlines during a patient's hemodialysis (hd) treatment. The biomed confirmed there was no other damage found to the rotor housing or blood pump assembly. A replacement rotor was requested. Additional information was obtained during follow-up with the facility administrator (fa). Blood was observed leaking from the blood pump housing. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) was approximately 250 ml. The patient completed treatment on a different machine with new supplies. The biomed stated during follow-up that the rotor was replaced and the machine has been returned to the service. The sample was returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the rotor roller guide pins on the blood pump of the 2008t machine are loose and caused damage to the tubing of the bloodlines during a patient's hemodialysis (hd) treatment. The biomed confirmed there was no other damage found to the rotor housing or blood pump assembly. A replacement rotor was requested. Additional information was obtained during follow-up with the facility administrator (fa). Blood was observed leaking from the blood pump housing. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) was approximately 250 ml. The patient completed treatment on a different machine with new supplies. The biomed stated during follow-up that the rotor was replaced and the machine has been returned to the service. The sample was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H3 plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. An inspection on the returned rotor showed debris on both rear guide pins. The debris was caused by the pins scraping the guide sheaves (polymer sleeves) when becoming loose. One of the rear sleeve can be easily dislodge from the pin. However, the sleeves are not deformed. There are no discrepancies on the front guide pins and sleeves. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis mode. The rotor did not damage the bloodline and there were no fluid leaks or alarms during testing. The defective sleeve did not slip out and remained intact with guide pin during testing. There was no further damage to the rotor during testing. A product history review was completed during the investigation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached.